Event description:
The customer reported a missed anti-c while testing with biotestcell-p3 in solidscreen ii on tango. The patient sample that had caused the false negative result was sent to us for quality control, but the supposedly defective product was not returned. At the time the customer filed his complaint the supposedly defective product was already expired. Because the patient sample was very hemolytic and discolored, all test results on tango optimo and in the gel technique could not be evaluated. Therefore our quality control tested the retained sample with different positive and negative controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.